Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate stimulation coverage despite reprogramming attempts. The scs system was removed, and the explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70. Serial: (B)(6). Batch: 7083269. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7116273.